Event description:
It was reported that during a procedure, the diagnostic catheter became stuck in the patient's heart. It was removed with a sheath, dilator, and a wire. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) with the original sbs box. The device possessed multiple visible kinks along the shaft and an incorrect curve. Sss's instructions for use state: "do not exert excessive pressure during placement of catheter if unknown resistance is encountered." "Avoid excessive torque, stretching, kinking or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted." The root cause of the device becoming stuck in the patient's heart is unknown but possible root causes include the following: the catheter caught on the introducer sheathe due to the kinks; the kinks were caused as a of aggressive handling during insertion/placement of the catheter in the patient. The catheter caught on internal structures during placement due to an improper curve; the improper curve was caused by aggressive handling during the insertion of the catheter in the patient. The catheter caught due to ancillary equipment/device. The device history record for the complaint device indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.